Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery after many infusion set changes. Customer does not recall any significant events leading to the error. Troubleshooting was done for no delivery but customer still has alarms. Troubleshooting sent samples of infusion sets for customer to try. Customer's blood glucose was 497 mg/dl at the time of incident. Customer was advised that the sets would be replaced. No further information was given.